Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent a revision procedure and the ipg was replaced with an MRI capable ipg and the patient was doing well postoperatively. No device malfunction suspected. The explanted ipg will not be returned per facility policy.